Event description:
It was reported to philips that the device failed to start due to gpdu intermittent issues on an allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the back panel of gpdu, pd. Assy. Rear panel boxed, and host pc biplane revised ii no hdd coa; the device was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).